Event description:
Patient's family member called lfs alleging pt's surestep test strips had a green confirmation dot. The patient attempted to test but would obtain an "error message". The patient attempted to use the meter but obtained an error message. Patient was experiencing symptoms of weakness and feeling faint. Patient was taken to the hospital and their blood sugar was tested on the hospital meter with a result of 47 mg/dl. Patient was treated with a glucose IV. Patient was discharged from the hospital on the same day. It is not known if the test strips were expired or stored improperly. However the case is being reported as an adverse event because the patient was unable to obtain an actionable glucose result and necessary treatment for hypoglycemia was delayed. The meter and test strips are being replaced for the patient.